Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection and sepsis. The patient developed (B)(6). Furthermore, a large embolism was found on superior vena cava which was around the lead body. This lead was explanted. No additional adverse patient effects were reported.